Manufacturer narrative:
Emh hp;cable,conn/gun cable damaged missing battery door. Damaged water flow control on the handpiece cable. Short condition in the aux foot pedal cable causing continuous operation without pressing the foot pedal. Debris buildup in the water solenoid. Debris buildup in the water filter. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Damaged handpiece cable causing no water flow to handpiece which is causing handpiece to get warm no handpiece received for evaluation or proper evaluation always send in all parts that go along with the unit to be looked at no hp, hdpc 03/2015.

Event description:
While using a cavitron plus g136 they allege that they have no water to handpiece and it is getting warm, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.